Event description:
Caller reported blood glucose results of 360 mg/dl on advantage system and 140 mg/dl on an accu-chek system identified only as different from her advantage meter within 10 minutes. No information was provided for the system on which the 140 result was obtained. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for advantage system, medwatch with identifier (B)(6) is for unspecified accu-chek system.